Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an scd sleeve. The customer states an scd sleeve leaked which caused the pump to alarm. The compression sleeve could not be replaced because the facility was out of stock over the weekend. As a result, the pt was given a higher dose of heparin until a new sleeve arrives.